Event description:
Boston scientific crm received info that the pt with this device experienced a syncopal episode that resulted in a head injury. The physician revised the right ventricular (rv) lead due to exit block. It was believed that the heart tissue was the cause of the exit block as the lead was firmly attached to the tissue. The lead was successfully revised.